Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) after receiving an inappropriate shock from the device. The patient had a routine device check the previous day, where stored episodes showing noise were observed while lead measurements were within normal range. At the ER, the patient received another inappropriate shock which resulted in the patient falling. After the fall, device interrogation showed a code 1005 for an open circuit, and the rv lead shock impedance measurement was greater than 200 ohms. It was suspected that the rv lead was partially fractured, causing the noise and oversensing that led to the inappropriate therapy, and had completely fractured after the fall. In addition to the out-of-range shock impedance measurement, a drastic decrease in sensing and loss of capture were observed. A revision procedure was performed a couple of days later, where it was planned to explant and replace the rv lead. However, the rv lead could not be extracted and broke in the area of the superior vena cava (svc). Due to the break and stenosis, the physician was not able to gain access to implant a new rv lead. The physician then attempted to extract the right atrial (ra) lead to gain access and to replace it with an MRI conditional model, but the ra lead could not be removed due to the stenosis and some binding to the left ventricular (lv) lead. At this point, a port plug was inserted into the rv port of the device and the ra and lv leads were re-connected. Device therapy was programmed off and a new procedure was planned for the following week. At that procedure, a whole new crt-d system was implanted on the patient's right side, the old crt-d was explanted and the chronic ra and lv leads were capped and abandoned. No additional adverse patient effects were reported. The portion of the extracted rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) after receiving an inappropriate shock from the device. The patient had a routine device check the previous day, where stored episodes showing noise were observed while lead measurements were within normal range. At the ER, the patient received another inappropriate shock which resulted in the patient falling. After the fall, device interrogation showed a code 1005 for an open circuit, and the rv lead shock impedance measurement was greater than 200 ohms. It was suspected that the rv lead was partially fractured, causing the noise and oversensing that led to the inappropriate therapy, and had completely fractured after the fall. In addition to the out-of-range shock impedance measurement, a drastic decrease in sensing and loss of capture were observed. A revision procedure was performed a couple of days later, where it was planned to explant and replace the rv lead. However, the rv lead could not be extracted and broke in the area of the superior vena cava (svc). Due to the break and stenosis, the physician was not able to gain access to implant a new rv lead. The physician then attempted to extract the right atrial (ra) lead to gain access and to replace it with an MRI conditional model, but the ra lead could not be removed due to the stenosis and some binding to the left ventricular (lv) lead. At this point, a port plug was inserted into the rv port of the device and the ra and lv leads were re-connected. Device therapy was programmed off and a new procedure was planned for the following week. At that procedure, a whole new crt-d system was implanted on the patient's right side, the old crt-d was explanted and the chronic ra and lv leads were capped and abandoned. No additional adverse patient effects were reported. The portion of the extracted rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, three segments of this right ventricular (rv) lead were returned. Extensive extraction damage was observed; however, a fractured hv conductor was noted in the midbody segment. It is likely the fracture was located in the same area as the insulation damage (abrasion and tears) on the 265 mm midbody segment. The fracture characteristics and the type of insulation damage are consistent with crushing, most likely clavicle/first rib damage. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.